Event description:
The customer reported on 9/25/98 that the pt was referred to radiology angio lab for ultracompression of the right femoral artey pseudoaneurysm. The pt had a cardiac catheterization on 9/21/98 with a vasoseal deployment. Small hematoma seen on 9/21/98 post procedure and deployment. The pt was kept over night for observation with pressure applied to the catheterization site. The hematoma improved and was stable. The pt was discharged on 9/22/98. On 9/24/98 the pt went to a private md with a 2-3cm femoral artery pseudoaneurysm and hematoma. Pseudoaneurysm was resolved after ultrasonic guided compression of the pseudoaneurysm.